Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00234.

Event description:
It was reported that a hospital received three screw inserters that were in poor condition and used them in surgery; two had deformed tips and the third had a fractured tip. They were unable to remove all of the screws from the patient. This is report three of three for this event.

Manufacturer narrative:
Corrected information in d9 and h3. Additional information in d4: UDI number and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed the four prongs on part number 94516 have all fractured off. Potential cause the root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a hospital received three screw inserters that were in poor condition and used them in surgery; two had deformed tips and the third had a fractured tip. They were unable to remove all of the screws from the patient. This is report three of three for this event.